Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled "tibial tray cementation is not necessary for knee revision with titanium metaphyseal sleeves: a mid-term prospective study in aori 2b defects" written by l.j. Floria-arnal, a. Gomez-blasco, a. Roche-albero, j.j. Panisello-sebastia, a. Martin-martinez, and c. Martin-hernandez published by knee surgery, sports traumatology, arthroscopy accepted by publisher 23, july 2020. The article's purpose was to determine whether cement should be used to achieve fixation of the tibial tray with the hypothesis that metaphyseal sleeves would provide enough axial and rotational stability making cementation unnecessary. All implants were depuy pfc sigma tc3 construct and cement was depuy cmw2. Patellar resurfacing was performed during revision surgery. Group 1 consisted of cemented femoral and tibial components with exception of tibial and femoral sleeves and stems. Group 2 consisted of all tibial components completely uncemented including the tray, and cement was utilized for femoral component but not the femoral sleeve and stem. The most important fnding of the present study was that cementation of the tibial tray is not necessary to achieve primary stability and good mid-term clinical and radiological results when performing knee revision with metaphyseal sleeves. Figures 1-3 provides photographic images of components for illustrative purposes. Depuy product: pfc tc3 femoral stem, pfc tc3 femoral sleeve, pfc tc3 adaptor, pfc tc3 bolt, pfc tc3 femoral, pfc tc3 patella, pfc tc3 insert, pfc tc3 tray, pfc tc3 tibial sleeve, pfc tc3 tibial stem, cmw2 bone cement. Adverse events: cracks in tibia and femur but did not require additional fixation, deep vein thrombosis (treatment not identified), seroma (treatment not identified). Superficial surgical wound infection (treatment not identified).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot = the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.